Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported being unable to confirm nor duplicate the reported event. The fsr tested all alarm functions and reported the device beeps and sounds. The fsr performed the operational verification procedure and reported the device passed testing per manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the alarm banners were on the screen but there was no alarm sound. The issue occurred during testing; the customer reported there is no patient involvement associated with the event.